Event description:
Customer's mother called stating her daughter was trying to put her carbohydrates in her insulin pump and the numbers kept going up on their own. The esc and act button were unresponsive. Customer removed and reinserted the batteyr and the device alarmed button error. Customer said she will wearthe device in her bra without a bra pouch and in other areas of her body to protect it from moisture exposure. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Customer's blood glucose level was 224 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping noted.the insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.